Event description:
It was reported that patient underwent a hysterorrhaphy on an unknown date and suture was used. Upon starting the hysterorrhaph the suture broke. There were no adverse patient consequences. Additional information has been requested.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.